Manufacturer narrative:
Upon return of the implantable neurostimulator (ins) analysis found that there was no significant anomaly. The ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID 977d260, lot # va0uala022, product type screening device; product ID 977d260, lot # va0uala021, product type screening device; product ID 97791, serial # unknown, product type accessory; product ID 97791, serial # unknown, product type accessory. Device evaluation not completed at the time of report. A follow up report will be submitted once the results are available.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was decreased stimulation coverage and loss of therapeutic relief. On (B)(6) 2016, the patient reported decreased coverage of stimulation and the device was reprogrammed. On (B)(6) 2016, the patient presented with the device un-charged and reported that he had stopped utilizing the device due to loss of pain relief. At this time the patient reported experiencing stimulation in the appropriate location. Interventions included suspending therapy. The patient reported no longer utilizing the device. The patient requested that the doctor removed the device. Interventions included explanting and not replacing the entire system. The event resulted in an unscheduled clinic or office visit. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported as not due to programming. The patient previously reported adequate coverage and pain relief from the device. The outcome was unresolved at the time of study exit/death/and study closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.